Manufacturer narrative:
Control unit was tested on the test bench and all functions were found to check good. The top cover was then removed and visually inspected. All internal components were found to be in good condition, there was no evidence of any ¿sparks¿ or ¿flames¿ on the device. No failure was detected, the unit functioned within specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dyonics power ii control unit beeped, shut off and turned back on and started grinding. The attached powermax hand control also started to grind and was shaving slowly. The physician removed it from the patient and the shaver handpiece started shaving without being turned on. Sparks and flames were also reported coming out of the end of the shaver. No patient or or staff impact as a result.